Manufacturer narrative:
(B)(4). Batch # u5an78. Device analysis: the analysis results that one pse45a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was received. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a radical gastrectomy for gastric cancer, the third ecr45b reload could not be installed. Another device was used to complete procedure. There was no patient consequence reported. No additional information could be provided.